Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool smart touch catheter and suffered pericardial effusion requiring surgical intervention. During an internal review on 9/4/2019, it was noticed that the patient code surgical intervention was omitted in error. No code available has been added to the h6 section of this report to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered pericardial effusion requiring surgical intervention. During the procedure, major pericardial effusion was confirmed. Cardiac surgery was required. There¿s no information regarding extended hospitalization, patient¿s outcome, or physician¿s causality opinion. No biosense webster inc. (Bwi) product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.